Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The patient stated that their device had been bothering them. It was noted that it had been sore since they were sick again and can physically touch the device where it was sore. The patient also reported that they had cancer. No further complications reported and/or anticipated.